Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer, preventing a physical evaluation from being performed. A production records review was performed on the reported lot. The manufacturing production record for the reported lot was reviewed. There was one approved temporary deviation notice (dn) noted on the lot that was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The lot met all release criteria. The reported complaint cannot be confirmed without the availability and evaluation of the complaint sample. Furthermore, a definitive conclusion regarding its cause cannot be reached.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed and confirmed to be internal and isolated to the hansen connector. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.